Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0012214205); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012241850); product type: 0195-heart valves; product ID 14 french gore drysheath sheath (lot: unknown); product type: introducer sheath; implant date n/a; explant date n/a product ID boston scientific safari guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a product ID 18 mm zmed balloon (lot: unknown); product type: dilatation balloon; implant date n/a; explant date n/a product ID abbott perclose closure device (lot: unknown); product type: percutaneous closure device; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, right femoral artery (rfa) access was used. A pre-implant dilatation was performed using an 18 mm non-medtronic balloon (zmed) through a 14 french non-medtronic sheath (gore drysheath). The system was inserted over a non-medtronic guidewire (safari). After final deployment, the valve appeared constrained. A post-implant dilatation was performed with the same balloon through the 14 french non-medtronic sheath. One non-medtronic (perclose) closure device was used. A rfa occlusion was observed on femoral angiography. Balloon angioplasty was performed on the rfa and repeat angiography showed good flow. Per the physicians, the cause of the occlusion was attributed to the multiple exchanges with the non-medtronic sheath for the pre-implant and post-implant balloon dilatations of the valve and heavy rfa calcification. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: two media files were provided for review. It is known that the right femoral artery was heavily calcified. Angiographic image reveals a right femoral artery occlusion, which was subsequently treated with a peripheral stent with good blood flow post intervention. It is not possible to determine cause of the occlusion. The instructions for use (IFU) states that potential risks associated with the implantation of the transcatheter valve may include, but are not limited to, the following: vascular access-related complications (for example, dissection, perforation, pain, bleeding, hematoma, pseudoaneurysm, irreversible nerve injury, compartment syndrome, arteriovenous fistula, stenosis). The patient¿s executive summary was not provided for anatomical review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, right femoral artery (rfa) access was used. A pre-implant dilatation was performed using an 18 mm non-medtronic balloon (zmed) through a 14 french non-medtronic sheath (gore drysheath). The system was inserted over a non-medtronic guidewire (safari). After final deployment, the valve appeared constrained. A post-implant dilatation was performed with the same balloon through the 14 french non-medtronic sheath. One non-medtronic (perclose) closure device was used. A rfa occlusion was observed on femoral angiography. Balloon angioplasty was performed on the rfa and repeat angiography showed good flow. Per the physicians, the cause of the occlusion was attributed to the multiple exchanges with the non-medtronic sheath for the pre-implant and post-implant balloon dilatations of the valve and heavy rfa calcification. No additional adverse patient effects were reported. Additional information was received that the minimum diameter of the rfa access vessel was greater than 5 mm.